Event description:
It was reported that high impedance and low battery was detected via system diagnostics. As a result of the high impedance, the generator output current was disabled. The high impedance lead to clearly diminished clinical effort. During surgery, the lead insulation was clearly damaged in the generator pocket and both the lead and generator was replaced. The suspect product was not returned. No further relevant information has been received to date.

Event description:
An implant form was received for a full revision surgery that was indicated to be due to high impedance "defect lead". Programming history was reviewed with the data available to the manufacturer's. The last data available was from 2015 indicating that the device was functioning as intended. No device was returned to date. No additional, relevant information was received to date.